Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an other (unusual issue). The reporter stated that 911/emergency protocol initiated and the patient was taken to the hospital for diabetic ketoacidosis. There was no additional information at the time of this report. This report is being made due to the bg excursion the patient experienced due to an unusual issue.